Event description:
The customer stated that the replace battery alarm occurred for the second time without a low battery warning. The customer will discontinue to use the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
S/w version 4.11j. Retainer ring=black. Case type=ngp. Customer returned the pump for alleged battery charge lasting less than expected and unexpected battery power loss found on (B)(6) 2023. The pump passed the sleep current measurement, active current measurement, self-test and displacement test. Successfully downloaded the trace and history files using thus. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2023 00:00 am and replace battery now alarm on (B)(6) 2023 11:00:00 pm. The power management graph confirmed pump error 25 and replace battery now alarm were triggered due to intermittent non-sleep anomaly software error. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, partially broken retainer ring, missing reservoir o-ring, cracked keypad overlay, end cap address label missing, faded serial number label, corroded battery tube, and keypad overlay peeling. The pump trace download analysis confirmed the pump alarmed pump error 25 and replace battery now alarm due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the battery lasts less than expected and changed the battery every 4 days. Troubleshooting was performed and the customer was advised to check the battery cap; however, found that the battery cap was not loose, cracked, or damaged. No harm requiring medical intervention was reported. A replacement pump will be provided to the customer and the insulin pump will be returned for analysis. Updated summary: the customer stated that the replace battery alarm occurred for the second time without a low battery warning. The customer will discontinue to use the device and the insulin pump will be returned for analysis.